Event description:
During laparoscopic cholecystectomy, one of the graspers broke off from the main device aesculap grasper (B)(4). Part that broke off was searched for and retrieved from the pt. Abundant irrigation was provided and aspiration to ensure with detailed examination that there were not pieces remaining in the cavity.